Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve is failing and patient will undergo transcatheter valve-in-valve procedure. The procedure has not yet been scheduled. The 23mm aortic valve has been implanted for eight (8) years, two (2) months, nine (9) days. No additional information was provided.

Manufacturer narrative:
Without additional information or return of the device, the clinical observation cannot be confirmed and cause remains indeterminable.

Event description:
Through follow up, it was learned the patient has been scheduled for valve-in-valve intervention. Attempts to retrieve additional information were unsuccessful. If additional information is received, a supplemental MDR will be submitted.